Manufacturer narrative:
Reported event of no pacing was not confirmed. The device voltage was above elective replacement indicator (eri) level upon receipt. Visual inspection did not find any anomaly. Analysis of the device image indicated device was within normal range of operation. Analysis performed, including output verification, found no anomaly contributing to reported events of pacing issue. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During the procedure, the pacemaker failed to provide low voltage output. The pacemaker was removed and replaced. The patient was in stable condition.